Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsx41b10, (tsx implant, 4.1mmd, 10mml) for evaluation. Visual evaluation was performed, there was bone debris on external threads. The implant was fractured at the collar. A fractured screw was identified inside implant. DHR review was completed for the subject lot number 1272951. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272951 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release and dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured, and it had a fractured screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that cover screw was stuck inside of the implant at tooth site 26 and it could not be disengaged. Procedure was completed with a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that cover screw was stuck inside of the implant at tooth site 26 and it could not be disengaged. Procedure was completed with a new implant. The implant was fractured at the collar. (B)(6) 2024 doctor confirmed by phone fracture of implant collar and screw fracture inside the implant. Upon inspection, the implant was fractured at the collar and a fractured screw was identified inside implant. Doctor confirmed by phone inspections results on (B)(6) 2024.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The implant was fractured at the collar. A fractured screw was identified inside implant. Doctor confirmed by phone fracture of implant collar and screw fracture inside the implant. Upon inspection, the implant was fractured at the collar and a fractured screw was identified inside implant. Doctor confirmed by phone inspections results on (B)(6) 2024.